Manufacturer narrative:
Device evaluation: mode. The problem source of the reported problem is manufacturing process. One medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found with chipped out on lower left front corner, cracked on right plunger case and ac receptacle also missing rubber feet. Event history log review was performed and found motor rate error in log. Visual inspection and occlusion testing were performed. The customer?s reported problem was confirmed. According to the investigation, motor rate error was found during occlusion test and the reported problem was caused by the combination of motor assembly, worm gear, leadscrew and clutch halves were found old, dirty and worn out. Investigator?s replaced motor assembly, worm gear, leadscrew and clutch halves. Also replaced the pump damaged top and bottom cases, right plunger case, barrel guide, size pot and power ac cable receptacle. Replaced worn barrel tapered spring and performed pm maintenance and all functional testing passed. The problem source of the reported problem is normal wear (pump is over 10 years old).

Event description:
Information was received that this smiths medical medfusion 3500 pump exhibited motor rate error. No reported adverse effects.